Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with multiple shocks with no successful cardioversion. The patient passed away with no allegation from the physician that the device or device related procedure caused the patient death. The cause of death was unknown.

Manufacturer narrative:
The reported event of high defibrillation threshold resulting in not being able to convert vt/vf was confirmed. The analysis showed that a potential lead issue occurred as evidenced by a high voltage lead impedance measurement less than 10 ohms. After switching vectors appropriately, the device was able to deliver programmed therapy in the new vector but these therapies did not convert the patients arrhythmia. What appears to be external defibrillation did convert the arrhythmia. Following this episode, it appeared that the patient went back into vf as additional vf episodes with undersensing were reviewed and presumably the vf rhythm was never able to be converted due to r-wave undersensing resulting in both delayed therapy and inappropriate end of episodes. The event was likely related to the competitor lead or physiological issues. The device was performing as designed.